Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the tubing that attaches directly into the stopcock, immediately above the vamp, disconnected during use. The tubing had separated from the device and the ends were smooth. Due to the event, there was blood loss but not enough to warrant a transfusion. There was no allegation of patient injury. The vamp pressure monitoring set was available for evaluation. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
We received one vamp adult system for examination. The reported event of disconnected tubing was confirmed. Dry blood residues were evident throughout the vamp adult system. The pressure tubing had been detached from the bond joint with the vamp reservoir stopcock. The pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on some locations of the tubing bond surface area. The tubing outer diameter was measured near the point of detachment and found to be within specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Detached tubing will most likely occur during manipulation of the product by the clinician. Because the clinician is present, the stopcock can be used to stop the flow of blood, preventing blood loss. The system can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.